Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report possible broken sensor wire on (B)(6) 2015. Patient's mother claimed that upon removal of sensor pod, a short sensor wire was attached to the sensor pod. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).